Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing had been pulled out of the bottom y site with no visible solvent. The reported condition was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set disconnected at the last injection port while preparing for priming. There was no patient involvement. No additional information is available.